Manufacturer narrative:
Visual analysis showed the guidewire was bent on its proximal end at 14.5 cm and the ptfe coating was peeled off its proximal section 42.0cm from its proximal tip. Torque device brass collett markings were evident on the guidewire and appeared as if the torque device had been dragged down the device. No other anomalies were observed. From the condition of the wire at the peeled locations, it appears the torque device was insufficiently tightened thereby causing the peeling. As the device directions for use (dfu) specifically instructs the user that this can lead to guidewire damage including ptfe peeling, the cause of the ptfe coating peeling was related to use/user error.

Event description:
Analysis of the returned guidewire revealed severe peeling of the polytetrafluoroethylene (ptfe) coating. There was no consequence or impact to the patient.